Event description:
Impella CP was inserted percutaneously via right femoral artery access site in an 85-year-old female patient presenting with Acute Myocardial Infarction/ Cardiogenic Shock. The patient¿s comorbidities included a history of hypertension, hyperlipidemia, severe aortic stenosis status post 26 mm Transcatheter Aortic Valve Replacement (TAVR) ((b)(6) 2025), being treated with aspirin and Plavix. The patient¿s clinical state prior to initiation of support was Society for Cardiovascular Angiography and Interventions (SCAI) Shock Stage not reported.Prior to Impella support, the patient experienced ventricular fibrillation arrest requiring six defibrillation attempts with return of spontaneous circulation, the patient initially remained hemodynamically stable but later deteriorated, requiring intubation, vasopressor support (levophed and vasopressin), and dobutamine.Immediately following implantation, the device generated an ¿Impella Flow Reduced¿ alarm while in Auto mode. The pump was removed from Auto mode and operated at Performance (P) level P9; however, persistent suction alarms continued despite gradual reduction of performance level to P2, at which time flow was reported as 0.9 L/min (1.8/0.0). Troubleshooting efforts, including repositioning and evaluation for right heart failure, were performed without resolution. Echocardiography confirmed acceptable device position approximately 3.49 cm within the left ventricle and no left ventricular thrombus was identified following Definity-enhanced imaging. Due to the unresolved low flow/suction condition, the initial Impella CP was explanted approximately one hour after implant and replaced through the existing peel-away sheath with a second Impella CP. The replacement device reportedly also experienced low pump flow.The reported low flows are most likely contributed to the patient's clinical presentation and cardiac arrest immediately prior to Impella insertion. The device is preload dependent and patients who experience ventricular fibrillation are at an increased risk of not being able to circulate volume to establish adequate flows.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Abiomed Inc, or its employees that the report constitutes an admission that the product, Abiomed Inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.